Event description:
The hosp reported that during an exploratory laparoscopic procedure, the sonosurg instrument broke off inside the pt. The broken piece was retrieved using another device. There is no reported pt injury or complications.